Manufacturer narrative:
The device was returned as part of an annual inspection, and a brownish foreign material was found inside the light guide lens. Additional evaluation findings are as follows: due to wear of forceps elevator up/down knob could be locked securely, air/water cylinder had no color, suction cylinder had no color, due to wear of angle wire the play of right/left knob was out of the standard value, light guide lens had a crack, bending tube was deformed, connecting tube had a scratch and adhesive around objective lens had wear. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that brownish foreign material was found inside the light guide lens. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.